Event description:
It was reported that patient experienced ineffective therapy. Reportedly, patient¿s leads had migrated. As such, surgical intervention took place on (B)(6) 2025 where in the leads were explanted and replaced to address the issue. Additionally, additional 2 leads were implanted to improve coverage of the original pain area.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.